Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional ¿ attorney (paralegal). (B)(4).

Event description:
Litigation alleges acetabular cup eventually produced metallic debris, and/or loosened from acetabulum, caused pain, produced abnormal blood metal ion, and inhibited patient's ability to walk after asr hip implant. Update: the patient was revised to address loosening of the femoral component, osteolysis and possible infection of the right hip. Revision note reported a yellowish fluid that came out from the capsule and scar around hip. Femoral component was noted to be loose. Doi: (B)(6) 2007; dor: (B)(6) 2013; right hip.

Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.